Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the heat exchanger was leaking caused by a loose clamp and they auto tuned the pc board.